Event description:
The reporter stated that the patient had previous surgery to place the two screws in the calcaneus through the talus for a subtalor fusion procedure. The surgeon then brought the patient back for a calcaneal osteotomy procedure. During the procedure, the surgeon attempted, without success, for about four hours, to remove the implanted screws, using various instruments from the ez out system. She then decided to close the patient and do further surgery at a later time when she knew exactly how to remove the screws.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.